Manufacturer narrative:
Updated: b5: describe event or problem and h6: device codes.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used in a thrombectomy procedure. During the procedure, the device was not functioning properly and the drawer was stalling. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the patient was sedated when the problem occurred and device showed an error message.

Manufacturer narrative:
Device evaluated by MFR: angiojet drawer 4181 was received. The drawer was decontaminated. A visual inspection was done on the drawer, and it failed visual inspection because one of the wires is detached. Then a functional test was done on the drawer. It failed the functional test because it stalled at the 100 cycles test. The complaint drawer is stalling was confirmed. The most likely cause is a defective component which is the detached wire.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used in a thrombectomy procedure. During the procedure, the device was not functioning properly and the drawer was stalling. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the patient was sedated when the problem was occurred and device showed an error message.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used in a thrombectomy procedure. During the procedure, the device was not functioning properly and the drawer was stalling. The procedure was not completed due to this event. There were no patient complications reported.